Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. A review of the device history record was performed which confirmed no inconsistencies. (B)(4).

Manufacturer narrative:
The associated device was returned for evaluation. Analysis by our research department concluded that the emperion stem fracture likely occurred in the lateral region of the stem. Fatigue was most likely the fracture mechanism. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the patient reported to the ER with pain after feeling a pop while walking. X-rays confirmed a broken stem and a revision surgery was performed.